Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 for information inadvertently left out: per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the channel was flushed with water, and the channel was cleaned with a brush. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ "[inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. [Inspection of the suction function] 1. Depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel] 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that switch #1 of the gastrointestinal videoscope did not work. The customer did not have any idea about the foreign material in the scope. There was no delay to starting precleaning, water was aspirated through the instrument and suction channels, and the instrument channel was brushed during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that foreign objects came out of the suction port due to clogging of the suction tube in the universal cord. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed. Evaluation did find that water tightness was lost due to damage on the up/down knob, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped and had a white clouded area, the control unit was dirty due to water leakage, the connecting tube was dented, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.